Event description:
Complainant alleged that while attempting to monitor the heart rhythm of a patient, the device lost ECG signal. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent biomed testing. The malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.